Event description:
It was reported that during implant the atrial measurements were not acceptable. Intermittent atrial capture, high atrial pacing threshold, high atrial lead impedance, and atrial undersensing were noted. However, the atrial values were normal with the psa and with the old device. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field events of intermittent atrial capture, high atrial pacing threshold, high atrial lead impedance, and atrial sensing anomaly were confirmed in the laboratory. The device header was inspected under magnification and the device was found to have a missing atrial ring spring in the header connector block. Manufacturing personnel have been made aware of the field return condition.